Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, instructions for use (IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. The device is shipped with instructions for use (IFU), that clearly states the proper warnings, precautions, and instructions for use. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow." Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A thorough review of the device history record revealed no non-conformances that may have contributed to this incident associated with complaint lot number. A complaint history search for similar complaints revealed this complaint to be one (1) of two (2) records associated with complaint lot number. (B)(4) was previously registered complaint from the same customer. Based on the information provided a definitive root cause cannot be determined or reported at this time. Measures have been previously initiated to address this issue. A health risk assessment was performed to address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a turbo-ject single lumen peripherally inserted central venous catheter on (B)(6) 2016 for chemotherapy. The customer states there is a leak on the external tube of the catheter. The leak is from a tear in the catheter at the hub. The device was explanted and replaced on (B)(6) 2017. No further event or patient information was provided. The device is not available for evaluation.